Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a non-safety defect in the product. When the user acquires images, the verified port window is displayed but the dose does not consistently display the correct value. This is a display issue only. The patient is treated with the prescribed dose and all the dose recordings are correct. No patient harm will result.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that the wrong dose was displayed while making a portal image.